Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 143 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the computer room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :143mg/dl date:(B)(6) 2017 time:08:21am fasting, result 2 :180mg/dl date:(B)(6) 2017time:05:51am fasting, result 3 :96mg/dl date:(B)(6) 2017 time:06:53am fasting, result 4 :132mg/dl date:(B)(6) 2017 time:06:46am fasting, result 5 :134mg/dl date:(B)(6) 2017 time:07:15am fasting.